Event description:
It was reported the patient developed pericardial effusion post operatively. Pericardiocentesis was performed and the atrial and right ventricular leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).